Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) reached a battery status of end-of-life (eol) prematurely. The device was explanted and a new crt-d was implanted. The device was returned for analysis.